Event description:
Spontaneous call from patient¿s mother report freedom pump malfunction that was not pushing the plunger of syringe and was not able to infuse the minimal amount hizentra left. Mother did not call if pharmacist for consultation but stated that patient did not have nay adverse effect from not infusing the full dose since it was just minimal amount left over. Pump is being returned for inspection. No to her information known. Reported to (B)(6).